Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for decapping with the incident lot was not observed. Additionally, twenty-nine (29) retention samples were evaluated and visually inspected at sumter. 1st and 2nd time pull out testing was performed using the twenty-nine (29) retention samples. (2) out of the twenty-nine (29) retention samples failed the test and did exhibit caps loose, thereby confirming the reported issue of pop out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure and sample leakage. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated there was a "loose cap of bd vacutainer. After sample collection,when they first open the cap of the vacutainer it was loose which results in sample blood spillage and not supported by instrument for sample analysis."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® serum blood collection tubes experienced stopper creep out, or loose closure and sample leakage. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated there was a, "loose cap of bd vacutainer. After sample collection,when they first open the cap of the vacutainer it was loose which results in sample blood spillage and not supported by instrument for sample analysis."